Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Infusion device display is "cloudy," and the patient is unable to correctly read the information. No physiological effects were reported. Infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.